Event description:
It was reported that on powering up the device, the display remained dark, the device alarmed and failed to start-up. No device logs were provided with this complaint. No interruption of ventilation or medical intervention was reported. This record contains no information of patient involvement. The problem was identified during repair/maintenance. Neither harm to patient, user or third party nor a treatment delay was reported. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. Preliminary amalysis performed that continuous alarm without visible alarms or logging tfs in the eventlog, screen remains black.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Initial report: the initial report was originally submitted on date 15-jan-2024. For some unknown reason hamilton medical ag never received an acknowledgement notice.